Event description:
The customer reported that the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization cds was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water, auxiliary, balloon and forceps elevator channels. Aniosyme synergie s was used as the detergent for precleaning. No manual cleaning was done. An asept inmed ref: (B)(4), lot 220556 brush was used. No manual disinfection was done. An poka yoke automatic endoscope reprocessor was used. The scope was stored in a soluscope drying cabinet. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the acoustic lens was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a correction to results of third-party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.